Manufacturer narrative:
It was reported that the patient has femoral and tibial loosening. A revision surgery is planned to exchange the femoral implant, poly insert and tibial tray. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has femoral and tibial loosening. A revision surgery is planned to exchange the femoral implant, poly insert and tibial tray.